Event description:
The customer stated that a falsely elevated architect troponin-I result of 0.312 ng/ml was generated for a patient. A second sample drawn from the patient approximately four hours later resulted at 0.0 ng/ml. The first sample was retested and the result was 0.0 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Review of complaint trending did not identify an increase in complaint activity related to the complaint issue. However, review of data for lot 61948un13 did identify an increase in complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 61948un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the lot performs per specification. No malfunction was identified since the issue involved a discreet sample and retest of the original sample produced the expected negative result. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I reagent package insert provides examples of conditions that may cause erroneous results. Review of labeling concluded that the issue is sufficiently addressed.